Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after 24 hours in situ. Replacement was required. No incident related medical sequelae was reported.

Manufacturer narrative:
Evaluation summary: one used device was returned and examined. The pilot balloon was found to have several scratches on one of its sides with one being .3mm in length and penetrating the wall, thus leaking. The scratches/tear are consistent with the pilot balloon having been improperly handled. The final step in manufacturing is to perform an inflation/deflation test on the device, and had the tear been there at that time, it would have been identified and pulled from production. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.